Manufacturer narrative:
Device evaluated by MFR:the synergy xd mr ous 2.25 x 12mm stent delivery system was returned for analysis. Examination of the crimped stent via scope identified stent damage. Damage was noted to the 3 most distal stent rows with struts lifted. The undamaged mid and proximal crimped stent od (outer diameter) was measured using snap gauge and the result were within specification. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. A visual and tactile examination of the hypotube identified a hypotube break (0.60mm distal to the distal end of the strain relief). Examination of the hub and strain relief via scope did not identify any issues. Examination of the tip via scope found damage with a slit and flare to the tip.

Event description:
It was reported that the device was unable to cross a lesion. This 2.25 x 12mm synergy xd was used for a procedure where it could not cross the target lesion. The procedure was successfully completed with another device with no patient injuries. However, device analysis revealed stent damage.